Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965101431) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Similar complaint trend review:the reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. The recent angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "would not disconnect - removed." No adverse trend was indicated. The drainage catheter was returned to angiodynamics in two pieces and was forwarded to our supplier, (B)(4), along with a supplier corrective action request (scar) for evaluation. Their investigation stated that the attachment of the drainage bag had been wedged into the inner diameter of the hub body and had been broken off. This explained why the drainage line would not disconnect. The luer portion of the body exhibited damage which may have resulted from the excessive force used when trying to detach the drainage line. Thus, the likely root cause for the difficulty in detaching the drainage line was handling damage, i.e., over-tightening, during use. The exodus drainage catheter directions for use (dfu) that is supplied in the reported kit contains the following statements: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. (B)(4).

Manufacturer narrative:
The sample from this event has been returned to angiodynamics and the investigation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by end user hospital in (B)(6), the patient went to the emergency room because the drainage bag could not be disconnected from their drainage catheter. The emergency staff could not disconnect the bag, so the patient was sent to ir, where the drainage catheter was replaced.